Event description:
The doctor fired a powered endo gia stapler and the tip of instrument, the anvil, fell off of instrument during firing. Another stapler had to be opened to continue the procedure. No harm to the patient, just another instrument had to be opened. Representative was notified and will replace the instrument.manufacturer response for stapler, powered, surgical, powered multifire endo gia (per site reporter): representative was notified and will replace the instrument.